Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
During a coronary intervention, the strut of the cypher stent was sticking out and got caught on the guide wire. It then separated from the balloon. It was retrieved from the pt with no reported injury.